Event description:
It was reported that during a da vinci-assisted rectal resection procedure, the universal seal was damaged. A fragment fell inside the patient and was retrieved during the same procedure. It is unknown what surgical task was being performed when the fragment had fallen into the patient. The fragment was retrieved using a laparoscopic forceps. No additional procedure was performed to retrieve the fragment. The procedure was completed robotically, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The universal seal will be returned. No photographic images are available for isi review.

Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Four universal seals were received, and failure analysis found one seal to have a tear on the black rubber duckbill. The torn piece was returned with the seal. For the three other seals returned, no product issues were found.